Event description:
Surgical blade broke during use.

Manufacturer narrative:
The surgical blade from a custom extremity pack broke as the surgeon made the initial cut during a carpal tunnel procedure. The broken tip was retrieved without injury to the patient. The blade was returned to us in two pieces. This is a bd blade. We have received no other similar concerns for this blade. Aspen surgical products, inc. Owns this product line of surgical blades. They have been notified of the incident and the sample is being forwarded to them for further review and investigation.